Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. The device was tested and the reported condition was duplicated and confirmed. The assignable root cause was determined to be normal wear of component parts over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that prior to surgery, it was discovered that the motor device would not spin. The reporter indicated that the patient was in the room during the event. There was less than a five minute delay to the planned surgical procedure as a result. An identical spare device was available for use. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.